Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Device labeling: precautions: juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Juvéderm volbella® xc injectable gel is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. After use, treatment syringes and needles are biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: juvéderm volbella® xc injectable gel is supplied in individual treatment syringes with 30-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Healthcare professional reports ¿the needle came of the hub" during injection with 1 syringe of juvéderm volbella® xc. Patient contact occurred. No injury occurred with the patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Corrected information: age. Upon further review, the patient's age was corrected to reflect the information received. Lab analysis: empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe.

Event description:
Healthcare professional reports ¿the needle came of the hub" during injection with 1 syringe of juvéderm volbella® xc. Patient contact occurred. No injury occurred with the patient, staff, or injector. The packaged needle was used.